Event description:
New information received notes that the right ventricular (rv) and right atrial (ra) leads were explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Correction: section d6b: added the missing explant date which was (B)(6) 2024.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. A complete lead was returned in three pieces. Visual examination found external abrasions breaching the outer insulation and exposing the outer coil due to friction to the device can located at the proximal region on the distal portion of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2024-01893 it was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) and right atrial (ra) leads were oversensing noise which led to pacing inhibition. No intervention was performed. The patient was in stable condition.